Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the surgeon could not attach the anvil, since the locking spring was too loose to lock. A new device was used to completed the case. There was no pt consequence.

Manufacturer narrative:
Facility experienced an event with proximate* I l s intraluminal stapler on 6/11/97 while performing a unknown procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 973866. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: b/a washer present/condition, present/uncut; damaged anvil / anvil shroud, yes/loose shroud; damaged guide face, no; damaged knife, no; damaged other, no; damaged staple pockets, no; damaged trocar, no; missing parts, no; serial number, 239; staples present/location, all present and tissue present/describe, no. Analysis conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted that the shroud was loose on the anvil. No conclusion could be reached as to how the shroud was damaged. This had no impact on the attachment of the anvil. The anvil was attached and reattached to the instrument several times with no difficulties noted with the anvil locking onto the instrument. Mfg and engineer have been notifed of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve the products.